Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument and completed the device evaluation. The instrument was analyzed and was found to have a blade broken 0.08" from the base. A piece approximately 0.088"" x 0.537" was found to be broken off. The broken piece was returned. The components adjacent to this broken blade do not show damage.